Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to corroded motor home switch. The insulin pump was unable to perform displacement test or verify for error alarm due to motor error alarm. The insulin pump had missing end cap sticker, minor scratches on lcd window and cracked reservoir tube lip.

Event description:
It is reported by the patient that their insulin pump is giving a motor error and excessive no delivery alarms. The patient's blood glucose level is 78mg/dl. Trouble shooting was conducted. Device is being returned. No further information available.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.